Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. The catheter was returned, and analysis found no significant anomaly. All previously reported method and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4); implanted: (B)(6) 2013; product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that there was an infection. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump and catheter were removed. It was unknown if the issue was resolved. The patient's status at the time of the report was alive; no injury. No further complications were reported.